Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (bg) reaching 300 mg/dl. Reportedly, customer is in contact with their health care professional and have been working on adjusting the pump settings. Customer delivered a bolus to bring bg levels back to target range.